Manufacturer narrative:
Follow-up received on 01-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had excessive menstrual bleeding and abdominal cramping and pain. Around 2 years later, she underwent a total vaginal hysterectomy. However, this surgery did not resolve her on-going pain symptoms. Menorrhagia and abdominal cramping are listed in the reference safety information for essure. Considering that essure may cause change in bleeding patterns and abdominal pain and considering that there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 30-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011 for permanent contraception. Prior to her essure procedure, the plaintiff consulted with her physician to discuss her options for permanent contraception. Her doctor recommended the essure device/procedure as an alterative to tubal ligation. Approximately three months after implantation, the plaintiff had an hsg (hysterosalpingogram) test that confirmed full occlusion. She began experiencing excessive menstrual bleeding, abdominal cramping and pain, pain during intercourse, back pain, migraines, and other pain symptoms. At the time, neither the plaintiff nor her doctor attributed her symptoms to the essure device. In (B)(6) 2013, the plaintiff had a total vaginal hysterectomy. However, this surgery did not resolve her on-going pain symptoms. Company causality comment: this non-medically confirmed spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent contraception and had excessive menstrual bleeding and abdominal cramping and pain. Around 2 years later, she underwent a total vaginal hysterectomy. However, this surgery did not resolve her on-going pain symptoms. Menorrhagia and abdominal cramping are listed in the reference safety information for essure. Considering that essure may cause change in bleeding patterns and abdominal pain and considering that there is no alternative explanation, a causal relationship between these events and essure inserts cannot be excluded. This case is regarded as incident since device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a metallic object protruding from the round ligament on right side'), device dislocation ('migrated essure/no sign of essure on the left'), abdominal pain ('abdominal cramping / abdominal pain') and menorrhagia ('excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2011 procedure- ultrasound of the pelvis transabdominal and transvaginal (non-ob). Indication- pelvic pain with heavy bleeding with clots. Technique- pelvic ultrasound using transabdominal and endovaginal technique. Conclusion- bilateral ovarian cysts, larger on the right. The remainder of the exam is unremarkable. On (B)(6) 2011, lmp was irregular and emb and ablation. On (B)(6) 2012, patient having hsg test on (B)(6) 2012 (as reported). Concurrent conditions included uterine bleeding since 29-dec-2011, sexually transmitted disease since 22-nov-2011, hiv positive since 22-nov-2011, hepatitis b virus test positive since 22-nov-2011, menstruation abnormal since 16-sep-2011, dysfunctional uterine bleeding (dub due to depo provera) since 16-sep-2011, urinary incontinence, rectocele and uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pain ("other pain symptoms"). The patient was treated with surgery (pelviscopy, bilateral salpingo-oophorectomy and removal of a migrated essure and total vaginal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation and migraine outcome was unknown, the abdominal pain, back pain, dyspareunia, pain, vaginal haemorrhage, depression, headache, dysmenorrhoea, pelvic pain and endometriosis had not resolved and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion was changed from (B)(6) 2012 to (B)(6)2011. Essure protruding from the right round ligament. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : uterine perforation, device dislocation." Most recent follow-up information incorporated above includes: on 9-nov-2020: mr received. Reporter information added. Event: migrated essure and uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a metallic object protruding from the round ligament on right side'), device dislocation ('migrated essure/no sign of essure on the left'), abdominal pain ('abdominal cramping / abdominal pain') and menorrhagia ('excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)') in a 25-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. On (B)(6) 2011 procedure- ultrasound of the pelvis transabdominal and transvaginal (non-ob) indication- pelvic pain with heavy bleeding with clots technique- pelvic ultrasound using transabdominal and endovaginal technique. Conclusion- bilateral ovarian cysts, larger on the right. The remainder of the exam is unremarkable. On (B)(6) 2011, lmp was irregular and emb and ablation. On (B)(6) 2012, patient having hsg test on (B)(6) 2012 (as reported). Concurrent conditions included uterine bleeding since 29-dec-2011, sexually transmitted disease since 22-nov-2011, hiv positive since 22-nov-2011, hepatitis b virus test positive since 22-nov-2011, menstruation abnormal since 16-sep-2011, dysfunctional uterine bleeding (dub due to depo provera) since 16-sep-2011, urinary incontinence, rectocele and uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"), 1 year 10 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pain ("other pain symptoms"). The patient was treated with surgery (vaginal hysterectomy, pelviscopy, bilateral salpingo-oophorectomy and removal of a migrated essure). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation and migraine outcome was unknown, the abdominal pain, back pain, dyspareunia, pain, vaginal haemorrhage, depression, headache, dysmenorrhoea, pelvic pain and endometriosis had not resolved and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pain, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion was changed from (B)(6) 2012 to (B)(6)2011. Essure protruding from the right round ligament. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: confirmed full occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. ¿concerning the injuries reported in this case, the following one/ones were described in medical records : uterine perforation, device dislocation." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping / abdominal pain") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. Concurrent conditions included menstruation abnormal since (B)(6) 2011, dysfunctional uterine bleeding (dub due to depo provera) since (B)(6) 2011, sexually transmitted disease since (B)(6) 2011, hiv positive since (B)(6) 2011, hepatitis b virus test positive since (B)(6) 2011 and uterine bleeding since (B)(6) 2011. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression") and pelvic pain ("pain"). On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pain ("other pain symptoms"). The patient was treated with surgery (full hysterectomy) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, back pain, dyspareunia, pain, vaginal haemorrhage, depression, headache, dysmenorrhoea, pelvic pain and endometriosis had not resolved, the menorrhagia had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion was changed from (B)(6) 2012 to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion . On (B)(6) 2011 procedure- ultrasound of the pelvis transabdominal and transvaginal (non-ob) indication- pelvic pain with heavy bleeding with clots technique- pelvic ultrasound using transabdominal and endovaginal technique. Conclusion- bilateral ovarian cysts, larger on the right. The remainder of the exam is unremarkable. On (B)(6) 2011, lmp was irregular and emb and ablation. On (B)(6) 2012, patient having hsg test on (B)(6) 2012 (as reported). Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received. Reporters were added. Medically confirmed case. Patient¿s concomitant disease and unstructured relevant tests were added. Patient¿s essure lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping / abdominal pain") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. Concomitant products included medroxyprogesterone (depo provera). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression") and pelvic pain ("pain"). On (B)(6) 2013, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pain ("other pain symptoms"). The patient was treated with surgery (full hysterectomy) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, back pain, dyspareunia, pain, vaginal haemorrhage, depression, headache, dysmenorrhoea, pelvic pain and endometriosis had not resolved, the menorrhagia had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- abnormal bleeding (vaginal, menorrhagia), depression, headaches, dysmenorrhea (cramping), pain and endometriosis. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal cramping / abdominal pain") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 880425) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia. Concurrent conditions included menstruation abnormal since (B)(6) 2011, dysfunctional uterine bleeding (dub due to depo provera) since (B)(6) 2011, sexually transmitted disease since (B)(6) 2011, hiv positive since (B)(6) 2011, hepatitis b virus test positive since (B)(6) 2011, uterine bleeding since (B)(6) 2011, urinary incontinence, rectocele and uterine prolapse. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), depression ("depression") and pelvic pain ("pain"). On (B)(6) 2013, 1 year 10 months after insertion of essure, the patient experienced endometriosis ("endometriosis"). On an unknown date, the patient experienced pain ("other pain symptoms"). The patient was treated with surgery (total vaginal hysterectomy) and surgery. Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, back pain, dyspareunia, pain, vaginal haemorrhage, depression, headache, dysmenorrhoea, pelvic pain and endometriosis had not resolved, the menorrhagia had resolved and the migraine outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, endometriosis, headache, menorrhagia, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date of essure insertion was changed from (B)(6) 2012 to (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: confirmed full occlusion . On (B)(6) 2011 procedure- ultrasound of the pelvis transabdominal and transvaginal (non-ob). Indication- pelvic pain with heavy bleeding with clots. Technique- pelvic ultrasound using transabdominal and endovaginal technique. Conclusion- bilateral ovarian cysts, larger on the right. The remainder of the exam is unremarkable. On (B)(6) 2011, lmp was irregular and emb and ablation. On (B)(6) 2012, patient having hsg test on (B)(6) 2012 (as reported). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.